Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the physical sample was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation the helix was peeking out 4.5 cm distance from the tip of the catheter. The helix was uncovered and found to be stretched. The tube was stretched from 12.5 cm to 25 cm distance from the tip of the catheter. Therefore the investigation is confirmed for the reported device damaged prior to use and the identified stretched issue. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a thrombectomy and atherectomy procedure, while attempting to flush the device, the helix was allegedly appeared to be elongated and may had been damaged in the packaging. The procedure was completed using another device. There was no patient contact.